Event description:
Philips received a complaint regarding a v60 device displaying error code 1124 ¿ internal battery failed. No patient was involved at the time the issue was identified. There was no report of patient or user harm. The authorized service provider (asp) evaluated the device and confirmed the reported fault. At the repair center, the evaluation identified internal battery failed (diagnostic code 1124). Replacement of the lithium-ion battery would have corrected the issue; however, per the customer¿s request, no components were replaced. The device was returned without repair. The software version was verified as 2.30. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.